Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operatively that the right ventricular (rv) lead exhibited increased, high thresholds and low sensing. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.